Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller with resetting the pump, and the same malfunction code did not recur after resetting. The customer understood that they could continue using the pump and was advised to contact support if the issue recurred.